Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300 mg/dl. The customer experienced symptoms such as lethargic, was not lucid and very tired. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. It was also reported that the customer was off the insulin pump in the hospital. The insulin pump had no delivery alarm in history. The customer¿s blood glucose level was 457 mg/dl at the time of incident and current blood glucose level was 162 mg/dl. The insulin pump will not be returned for analysis.